Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient's spasticity was so great and he was having a hard time lifting his right leg. The spasticity that was causing him to be unable to lift his legs had been occurring on and off, as they had been changing doses since (B)(6) 2014. At first, when the patient came out of the hospital after implant, he was "way over-medicated"; he was rubber like gumby. Three weeks later, in (B)(6) 2014, they brought the pump down and the patient was put in rehab so he wasn't gumby. The drug delivered via the device system was baclofen. Additional information regarding the patient¿s outcome was requested. If additional information is obtained, the event will be updated. There was additional information reported regarding back pain/fall/broken ribs that was not relevant to this event and therefore was omitted.